Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an occlusion alarm. Blood glucose was 300 mg/dl. The customer ¿resolved¿ the occlusion by reverting to using insulin injections. As the event had occurred in the past, tandem technical support (cts) was unable to determine a possible cause of the occlusion. Reportedly, the customer used novolog for more than 3 days in the cartridge. Cts advised the customer that novolog is labeled for 72 hour use with the cartridge.